Event description:
It was reported that this implantable pacemaker was exhibiting oversensing on the right ventricular (rv) lead. It was also noted there was occasional undersening of atrial fibrillation (af) (functional undersensing). The current ventricular sensitivity is automatic gain control (agc) at 0.7mv (millivolts). Technical services (ts) was consulted and provided troubleshooting and programming recommendations to fixed versus agc and update the right atrial (ra) lead sensing to 0.2mv. No further assistance was requested at this time. No adverse patient effects were reported. This device and rv lead remain in service. Additional information was received that the patient has been having syncopal events that the physician suspects is device related. It was noted the patient was admitted to the hospital in early october for these events and programming changes were made that resolved the issue. The patient received a holter monitor that recorded no pauses nor any device related issues. At this time, the device and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was exhibiting oversensing on the right ventricular (rv) lead. It was also noted there was occasional undersensing of atrial fibrillation (af) (functional undersensing). The current ventricular sensitivity is automatic gain control (agc) at 0.7mv (millivolts). Technical services (ts) was consulted and provided troubleshooting and programming recommendations to fixed versus agc and update the right atrial (ra) lead sensing to 0.2mv. No further assistance was requested at this time. No adverse patient effects were reported. This device and rv lead remain in service.